Manufacturer narrative:
(B)(4). External insulation abrasion was found at 7-7.5 cm from connector pin consistent with lead friction to the ICD can. The sensing conductor efte coating was abraded at the same location. This is consistent with the observation from the field of low impedance and noise.

Event description:
It was reported that there were several episodes of non sustained lead noise on the ventricular channel and that the pacing lead impedance was low. The lead was explanted. There was no report of adverse events for patient.